Event description:
During exchange of a routine biliary tube [a device used for the purpose of drainage only], a 1 cm fragment was seen 2-5 cm from the right exit site of the catheter. This fragment was retrieved with a small forceps since the snare retrieval was unsuccessful. This is the 23rd catheter device failure since 10/2001 [for this facility] and the 6th event for this pt. [Intervention was required with this pt to prevent impairment/damage.] Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working), device malfunction - that is, the device did not do what it was supposed to do.